Manufacturer narrative:
Eval summary: x-rays, surgical notes, or info regarding how the implants were positioned or installed were not provided for review. Pt should continue to f/u with healthcare professional to determine best course of action. Cause cannot be definitively determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt is experiencing trochanteric bursitis.